Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 50mg/dl. Troubleshooting found that customer had issues with the priming process and was able to assist customer to correctly prime the unit. Customer declined low blood glucose troubleshooting.